Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The physician advanced the 2.25x20mm taxus liberte stent delivery system (sds) to the lesion but could not cross. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "fine".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).